Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray image finds the cup has migrated from it's original position causing fracture of an acetabular bone screw. A dislocation event is also evident. It is difficult to conclude from a singular image which was the subsequent event. Cup migration causing dislocation or a dislocation event causing cup movement. A root cause cannot be determined using a singular image. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that surgeon revised a corail/pinnacle him he implanted in 2016. He removed all components and used stimulant beads before closing the bone. The patient was immobile so he did not replace them. The capsule was covered in bone and he performed an osteotomy to remove the stem. I was unable to make out any numbers on the implants due to wear. Doi: (B)(6) 2016 dor: (B)(6) 2021 unknown hip.